Manufacturer narrative:
Insulin pump passed the self test and displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 1 of the ambient light sensor(u1).

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 48 mg/dl and 84 mg/dl. They did not mention any treatment for low blood glucose level. The customer did not mention any symptom related to low blood glucose level. They also reported that the insulin pump had a strange noise that sounded like an alarm and the insulin pump was vibrating. The insulin pump will be returned for analysis.